Event description:
It was reported that a spectrum iq infusion pump powered off without user input. This occurred during testing in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing ,improper shutdown was not reproduced. Evaluation found the device function as intended. A test infusion was ran to depletion with the device and customer's battery and the pump did not power off without warning during use. No visual abnormalities that could cause or contribute to the reported problem was observed on the pump. The customer's battery was also tested separately with a known good pump, and an improper shut down was not experienced. Visual inspection of the customer's battery module, found corrosion on the battery contact pin. Contamination which can cause depressed battery contact pins- a known contributor to shutdown without warning. It is noted in the spectrum's iq operation manual notes "it is important to remove the battery module to ensure proper cleaning of the battery terminal...". A review of the event history log revealed ¿improper shutdown!¿ message at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be corrosion on the battery contact pin. The battery terminals in the battery module requires to be cleaned well to address this issue. Should additional relevant information become available, a supplemental report will be submitted.